Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results."

Event description:
It was reported by the customer that a bent wire during insertion made it challenging to thread and 3cg not usable. No other information was provided and no patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed and was determined to be use related. One 3cg stylet was returned for evaluation. An initial visual observation revealed use residue on the stylet. A kink was observed near the distal end of the stylet. A microscopic observation revealed the core wire was kinked just proximal to the magnets. The weld tip was observed to be present and undamaged. The observed kink is most likely a result of insertion against resistance during the placement procedure. This complaint will be recorded for future trending and monitoring purposes.